Event description:
The customer reported the system is displaying a charger error during digital spot mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended. This MDR is related to ge healthcare complaint (B) (4).